Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, it was observed that the steel cable of the maryland bipolar forceps was broken. The forceps has 6 lives left. The procedure was completed with no reported injury.